Event description:
Info received indicates the head section was drifting down fast when weight was applied. He said that when weight was placed on the head section it would immediately drift to the lowest position.

Manufacturer narrative:
The technician found that the pin for the CPR was loose and keeping the CPR engaged. He replaced the head drive to resolve the drift.